Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the base of the blade. One of the blade edges was indented. The probable root cause of bent blades is attributed to damage during use, as moderate misalignment of tips may result from attempting to grasp either hard tissue/objects or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause bending. Correction(s): annex e - health effect desc 1 was updated to e2403. Annex f - health impact desc 1 was updated to f27. Related report number 1 (h10) was updated to: 2955842-2026-02546.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the monopolar curved scissors were not closing properly. The procedure was completed with no reported injury.